Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device did not convert the patients ventricular fibrillation during induction testing. External shocks were administered but also did not convert the arrhythmia. Medication was given and cardiorespiratory respiration which stopped the arrhythmia. No additional adverse patient effects were reported.